Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13368, 2017865-2021-13370. It was reported the patient presented to the emergency room with dizziness and shortness of breath. Upon interrogation, it was observed the right ventricular lead was failing to capture. It was also observed the device pocket was infected. The system was explanted and a new system was re-implanted on the opposite side. The patient was stable and recovering.